Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as the lot number has not been identified/confirmed in this case. Since the screw was discarded, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained. The description of the event suggest a possible collet fracture occurred. A rod not fully seated or locking instrument out of position during final tightening could contribute to a collet fracture although that could not be verified for this event as the part was discarded at the time of removal.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a surgery took place in which a polyaxial screw broke during locking and although the screw was removed it is possible that a portion of the screw head was left in the patient. Surgery took place (B)(6) 2017.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product has not been returned for evaluation. Investigation is still in process. When investigation is complete, k2m (B)(4). Will file a supplemental report indicating the findings.

Event description:
On (B)(6) 2017 it was reported to k2m, (B)(4). That a surgery took place in which a polyaxial screw broke during locking and although the screw was removed it is possible that a portion of the screw head was left in the patient. Surgery took place (B)(6) 2017.